Event description:
Lt knee: the tibia insert & the patella was removed. Both items showed excessive wear. Tere was syniivitis present and the synoviiium was removed. The screw in the anterior base plate was removed. Replacement components - large 9mm primary insert tibia, large modular total knee all poly patella.rt knee: the tibia insert & the screw in the anterior part of the baseplate was removed. The insert showed excessive wear. There was synivitis present and the synovium was removed. The replacement component was a laarge 9mm primary insert tibia.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.